Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a conclusive cause for slda could not be determined in this complaint. The reported unexpected medical intervention appears to be due to case specific circumstances as the patient underwent additional mitraclip procedure to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip and the steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While removing the lock line, it was noted clip detached from the anterior leaflet (single leaflet device attachment (slda)). While preparing a second clip to stabilize the first one, the physician noticed that the steerable guide catheter (sgc) had unintentionally moved from the right atrium (ra) from the left atrium (la). The sgc was taken out and the physician performed all the transseptal steps from the beginning. But during the second preparation of the sgc the hemostatic valve did not hold column. After the third unsuccessful attempt to prepare the sgc it was discarded and a new sgc was used. A second cds was advanced however visibility was difficult due to the first clip. The clip was able to be implanted lateral to the first clip but after removing the sgc and the whole system from the patient, it was noted the second clip detached from the posterior leaflet. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.